Manufacturer narrative:
This report is submitted on may 11, 2017. (B)(4).

Event description:
Per the clinic, the patient experienced a lack of osseointegration resulting in fixutre loss (date not reported).